Manufacturer narrative:
The reported event was confirmed based on the submitted log file. Based on the manufacturer¿s past complaint experience, the red heart alarms and pump stoppage events that occurred while the patient was supported by both the power module and battery power could be indicative of a driveline damage; however, no device-related issues were identified upon evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 7.25 inches from the pump's nipple housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces, upon disassembly of the pump, also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The metal braided shield was removed and the driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. The driveline passed all testing and no electrical compromises were identified. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years, 7 months. The device was returned for analysis. Evaluation is not complete.. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient , while at home, experienced an audible and visual driveline disconnect alarm and that the alarm recurred after switching to the backup system controller. A pump stoppage also occurred. The patient was asymptomatic at the time of the event. It was stated that the issue was highly suspicious of a percutaneous lead fracture. The patient was transferred to the intensive care unit where further evaluation was conducted. Review and analysis of the submitted log file by a representative of the technical services team confirmed the pump stoppage events when the patient was connected to the power module and to the batteries. The first occurrence of the pump stoppage event was on (B)(6) 2016. Based on the vad team evaluation of the x-rays, there appeared to be an issue right at the exit site. The patient was taken to surgery for a pump exchange on (B)(6) 2016.